Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited pacing impedance measurements greater than 2000 ohms, no capture and pacing inhibition due to a confirmed fracture via x-ray. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.